Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed a no disposable alarm messge after disposable was attached. A functional testing was performed to investigate the reported issue. Investigation found an inoperateable air detector. The root causes of the issue is unknown. The air detector will be replaced.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited air sensor alarm. No adverse effects were reported.